Event description:
The pt reportedly experienced loss of lock followed by intermittency. External equipment was exchanged, however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.